Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus element plus, mr, ous 2.50 x 16 mm stent delivery system was not returned for analysis therefore the catheter serial/batch number cannot be identified. A visual examination of the stent found this promus element stent was damaged the entire length with stent struts stretched distally over the tip and was covering another promus element plus stent (related complaint tw (B)(4)). This returned stent was caught on the first two proximal stent struts of the promus element stent of the related complaint. Stent damage most likely occurred due to interaction with a stent that was about to be placed on the distal section of this returned device. The profiles (balloon, tip, hypotube and shaft polymer extrusion) could not be examined as there were not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that device was explanted and device interaction were encountered. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified first obtuse marginal artery. A 2.50x16mm promus element plus drug-eluting stent was advanced and placed for treatment. After that, another of the same device was advanced distally since the initial placed stent turned out to be too short to cover the lesion. However, the second stent failed to cross the lesion. The first stent was caught by the struts of the second stent. Both stents were removed together from the patient's body. The procedure was completed with a third long stent covering the whole length of the lesion. The patient was admitted in very bad condition, but this is not related to the procedure. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that device was explanted and device interaction were encountered. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified first obtuse marginal artery. A 2.50x16mm promus element plus drug-eluting stent was advanced and placed for treatment. After that, another of the same device was advanced distally since the initial placed stent turned out to be too short to cover the lesion. However, the second stent failed to cross the lesion. The first stent was caught by the struts of the second stent. Both stents were removed together from the patient's body. The procedure was completed with a third long stent covering the whole length of the lesion. The patient was admitted in very bad condition, but this is not related to the procedure. No further patient complications were reported and patient's status was stable.